Manufacturer narrative:
The insulin pump was received with a deep scratched display window (not crack) and a cracked reservoir tube lip.

Event description:
The customer called to report a crack on the display. The customer's blood glucose reading was 102 mg/dl. While on the phone, the customer stated that she was blind and had her mother check the display for her. The customer's mother reported that the display was scratched and the customer was unable to read the screen. The customer was advised to discontinue use of the device and revert to a backup plan. The device was replaced and will be returned for analysis.